Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating an occlusion event earlier in the day. Customer's blood glucose level did not exceed 500 mg/dl or reach a "high" reading on the cgm. To resolve the issue, the customer changed the infusion set and cartridge, and resumed insulin therapy. Although recurring occlusion issues were noted, the caller declined further assistance, leading to the closure of the case by technical support.